Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during the neurovascular procedure, and the procedure was completed as planned by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not allow fluoroscopy. During troubleshooting, the fse identified an issue with the ip pc, which was replaced and returned to philips for further analysis. Failure was found to be a hdd defect in this case. Following the replacement of the ip pc. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was not possible with the allura system. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the system did not able to produce x-rays. The field service engineer inspected the system onsite and after the replacement of image processing pc, the device was returned to use in good working order.